Manufacturer narrative:
05/04/2022 - the device was returned to the manufacturer and is currently under investigation.

Event description:
(B)(6) 2022 - the consumer claims to have received a burn on her leg while in use of the product. The product was returned on 5/6/2022 and is currently being investigated.

Event description:
03/22/2022 - the consumer claims to have received a burn on her leg while in use of the product. The product was returned on 5/6/2022 and is currently being investigated.

Manufacturer narrative:
05/04/2022 - the device was returned to the manufacturer and is currently under investigation. 6/2/2022 - the device was evaluated by the manufacturer. Below is the manufacturers narrative: 07/06/2022 - the was confusion between different complaints. Therefore the original manufacturer's narrative date 6/2/2022 was incorrect. Below is the corrected manufacturers narrative manufacturers narrative: unit was run per ul130 temp set up. Temperature never exceeded 55c ( 131 f). Ul's limit is 70 c and conairs limit is 60c. We are under both the safety lab's and conairs temperature limits. Unit performed as expected. Temperatures were lowered from competitive and safety labs limits to reduce burns. Consumer needs to be more diligent is checking skin prior to burns.

Manufacturer narrative:
05/04/2022 - the device was returned to the manufacturer and is currently under investigation. 6/2/2022 - the device was evaluated by the manufacturer. Below is the manufacturers narrative: manufacturers narrative: product was returned in good working condition. 4/06/2022. Unit was run per ul130 temp set up. Temperature never exceeded 55c ( 131 f). Ul's limit is 70 c and conairs limit is 60c. We are under both the safety lab's and conairs temperature limits. Unit is not longer manufactured at this vendor. New construction was implemented in 2018. This construction is no longer manufactured.

Event description:
03/22/2022 - the consumer claims to have received a burn on her leg while in use of the product. The product was returned on 5/6/2022 and is currently being investigated.